Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose ranged from 162-200 mg/dl. Reportedly, customer believed occlusion alarms were caused by scar tissue; however, customer declined troubleshooting. The supplies were changed to address the event and insulin delivery was resumed.